Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 1 (vdd) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump was alarming during the self test. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer reported that they had performed a self test on the insulin pump and were prompted to reprime his infusion set. Troubleshooting was performed and resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.